Event description:
It was reported that during a shunt percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was obtained via radial artery. The 70% stenosed target lesion was located in a shunt moderately calcified forearm vein. A 5.0 x 40, 40cm mustang balloon dilatation catheter was advanced to predilate the target lesion. During the first inflation, a pinhole balloon rupture occurred at 6 atmospheres. The balloon was retrieved intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).